Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. The patient's leads were explanted and replaced with a paddle lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of both leads. Reportedly, patient had a fall prior to experiencing ineffective therapy. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.